Manufacturer narrative:
Additional investigation determined that the patient presented emergently with an acute aortic transection/rupture from a boating accident. The patient's cause of death was acute trauma/hemorhagic shock and not related to the device. Wherefore no product problem or deficiency caused or contributed to the adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2017-00445 was submitted in error, and is hereby retracted.

Manufacturer narrative:
(B)(4). (B)(4). (B)(4). According to the instructions for use (IFU) states: complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, death, infection (e.g., aneurysm, device or access sites),

Event description:
On (B)(6) 2017, this patient underwent endovascular repair and was implanted with a gore® tag® thoracic endoprosthesis. It was reported that this patient expired this same day. The cause of death is unknown. Additional investigation is being conducted.